Event description:
Procedure type: liver resection. According to the reporter: the liver tissue was typical. The surgeon fired the stapler and was not able to engage the knife blade to open the jaws after firing the reload. No buttress material was used with this reload. Delayed operating room time because the surgeon had to use the argon to coagulate the tissue and remove the locked down reload device. Another stapler was applied and worked fine. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss. No reinforcement material was used. Post-op diagnosis: operation went well overall and pt is doing fine. Lot number was not retained.

Manufacturer narrative:
(B)(4).